Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 2003, (B)(6) 2009.), stillbirth nos, premature delivery, caesarean section and pre-eclampsia. Concurrent conditions included overweight. Concomitant products included dexlansoprazole (dexilant), ergocalciferol (vitamin d2), labetalol, levocetirizine, loratadine, losartan, naproxen and promethazine. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ belly button pain"), back pain ("back pain") and abdominal pain upper ("stomach pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). In (B)(6)2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("/ loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), infection ("infections"), musculoskeletal discomfort ("lower back/pressure") and headache ("headaches (migraines front, temple and back of head)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, fatigue, infection, bladder disorder, urinary tract disorder, migraine, nausea, abdominal pain upper, musculoskeletal discomfort, weight increased and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, metrorrhagia, migraine, musculoskeletal discomfort, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Events added from pfs- headaches (migraines front, temple and back of head). Event weight fluctuation updated to weight increased. Onset date of event genital haemorrhage, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, abdominal pain upper, back pain, abdominal pain, vaginal discharge, fatigue were updated. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 3 ((B)(6) 1995, (B)(6) 2003, (B)(6) 2009.), stillbirth nos, premature delivery, caesarean section and pre-eclampsia. Concurrent conditions included overweight. Concomitant products included dexlansoprazole (dexilant), ergocalciferol (vitamin d2), labetalol, levocetirizine, loratadine, losartan, naproxen and promethazine. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ belly button pain"), back pain ("back pain") and abdominal pain upper ("stomach pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have weight increased ("/ loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), infection ("infections"), musculoskeletal discomfort ("lower back/pressure"), headache ("headaches (migraines front, temple and back of head)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, fatigue, infection, bladder disorder, urinary tract disorder, migraine, nausea, abdominal pain upper, musculoskeletal discomfort, weight increased, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menorrhagia, metrorrhagia, migraine, musculoskeletal discomfort, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2020: pfs received- new event abnormal bleeding (vaginal) was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included obesity. Concomitant products included dexlansoprazole (dexilant), ergocalciferol (vitamin d2), labetalol, levocetirizine, loratadine, losartan, naproxen and promethazine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain/ belly button pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), infection ("infections"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraines / headaches"), nausea ("nausea"), abdominal pain upper ("stomach pain"), musculoskeletal discomfort ("lower back/pressure") and weight fluctuation ("weight gain / loss specify which one: (not reported)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, vaginal infection, vaginal discharge, fatigue, infection, bladder disorder, urinary tract disorder, migraine, nausea, abdominal pain upper, musculoskeletal discomfort and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, infection, menorrhagia, metrorrhagia, migraine, musculoskeletal discomfort, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Discrepancy noted in insertion dates: (B)(6) 2009, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet received: new events: migraines / headaches; nausea, weight gain / lossspecify which one: (not reported), lower back/ pressure, stomach pain, plaintiff did not undergo essure confirmation test were added. Reporter's information, patient demography, medical history, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.